Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no instance of time spontaneously changing observed in the pump's black box. The pump's time and date did reset after a pump reboot event at 7:50am on (B)(4) 2015. The time was manually set to 1:29am (B)(4) 2015. At 1:37am on (B)(4) 2015 the time was changed to 10:42 am on (B)(4) 2015. A timekeeping accuracy test was performed and the pump was functioning properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's time and date spontaniously reset. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.